Event description:
The plasma sample within the instrument reaction cups are not clotting. The pt sample was collected in catalog number 363083, lot number 6338920 and it resulted in no reaction. The pt was treated with vitamin k. The coagulation instrument is acl 7000. Pt is on coumadin. Review of database indicates this is the first issue regarding this lot number.